Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus). A replacement surgery was performed in which the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient underwent radiation, the explanted aus was not 'coaptating' the urethra enough. Patient did not experience any further adverse events and was said to be doing fine after the procedure. No more information available at the moment. Should additional information become available, it will be provided.